Event description:
It was reported by service report that the "lift here" label was no longer legible. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Lift here label.